Event description:
It was further reported that the atrial lead was undersensing. The sensitivity on the device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead had no capture, was dislodged, and the patient experienced diaphragmatic stimulation. The lead was repositioned and remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri58 lead, (B)(6) 2014. (B)(4).